Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of disconnection of the catheter from the connector was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr groshong catheter. The sample was received with an assembled two-piece connector; however, the catheter was completely detached from the connector. Microscopic inspection of the proximal end of the catheter revealed glossy striations typical of a sharp instrument cut. Microscopic inspection of the two-piece connector was unremarkable. Following disassembly of the connector and longitudinal bisection of the distal connector segment, inspection of the compression sleeve confirmed that it had been advanced into the tapered region. The connector bore and compression sleeve appeared free of damage/defect. The location of the compression sleeve and the cut nature of the catheter indicated that the catheter was not inserted through the compression sleeve during catheter/connector assembly. The product IFU provides instructions for the proper assembly of the catheter/connector..

Event description:
It was reported that the catheter had fallen off from around connecter while in use. It is unknown whether the catheter broke or it slipped off from the connector. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter had fallen off from around connecter while in use. It is unknown whether the catheter broke or it slipped off from the connector. No patient harm was reported.